Event description:
Customer reported obtaining false ion selective electrode (ise) patient results which include sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) on their dxc 600i clinical chemistry analyzer system. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and determined that multiple hardware malfunctioned. The fse found defective ratio pump. The fse replaced the ratio pump, valves, and flowcell to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No further issues were noted. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).